Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a follow up visit it was noted that this implantable cardioverter defibrillator (ICD) recorded low out of range pacing impedances along with a signal artifact monitor (sam) episode due to oversensed noise. During the follow up, out of range measurements were not observed; however; per physician discretion, therapy was decided to be disabled, and the patient was sent home with a life vest. It was suspected that the cause for the oversensing was a lead fracture as noise was reproducible with patient maneuvers. Approximately a week later, a procedure was performed to replace the replace this ICD. Other than the intervention no additional adverse patient effects were reported. This device is not expected to be returned as it was discarded by the facility.